Event description:
It was reported the system was not making x-ray exposures. There is no report of death or injury associated with this complaint.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair info is not available.